Manufacturer narrative:
(B)(4): the customer reported that the ac power module had failed and that the inlet had pulled out exposing the wires. There was no report of pt involvement. The local philips response center determined that the module had failed. The customer was shipped a new one which resolved the failure.

Event description:
The customer reported that the ac power module had failed and that the inlet had pulled out exposing the wires.